Event description:
It was reported to gore that during an endovascular procedure for an unknown application, an attempt was made to deploy a 13 × 50 mm gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device) within the left brachiocephalic vein (bcv). The device was advanced from the right common femoral vein (cfv) via a 10 fr sheath, over a 0.035¿ fixed core guidewire in a through-and-through configuration (exiting via the left basilic vein in the upper arm). It was stated that while advancing the device, significant resistance was encountered at the inferior vena cava (ivc)¿right atrial (ra) junction. Advancement was halted, and the decision was made to withdraw the stent delivery system. During retrieval, a mechanical complication occurred, characterized by detachment of the nose cone from the delivery catheter and partial dislodgment of the stent from the delivery shaft, evidenced fluoroscopically by increasing separation between the proximal radiopaque marker and the stent. Complete detachment was prevented, likely due to continued attachment via the delivery string. The compromised system was successfully retrieved en bloc with the sheath while maintaining guidewire access. The detached nose cone was subsequently captured and repositioned into a newly inserted cfv sheath using a 5 fr catheter introduced from an upper extremity access. The assembly (sheath, wire, and nose cone) was then safely removed while preserving through-and-through access, allowing reinsertion of a new guidewire and sheath. Reportedly, a second attempt was made using a new 13 × 50 mm viabahn device. A 23 cm 10 fr cordis sheath proved insufficient for device passage; therefore, it was exchanged for an 11 fr sheath, which allowed device advancement. However, recurrent resistance was encountered at the same ivc¿ra junction, prompting immediate withdrawal. The device was inspected and found to be intact. Deployment was ultimately performed successfully via an antegrade approach through a 12 fr sheath. For comparison, a self-expanding venovo stent (bd), delivered via a 9 fr system, was advanced through the same vascular pathway without any resistance at the ivc¿ra junction. Additionally, intra-procedural venography showed no evidence of stenosis, and pre-procedural CT imaging confirmed the absence of anatomical obstruction at the site. Despite the procedural complexity and equipment-related complications, no adverse clinical outcome or patient harm occurred.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflect the w. L. Gore internal case number. H3:-other: an engineering investigation will be conducted after return and receipt of the device. A review of the manufacturing records could not be performed as a valid lot number was not provided. The investigation is ongoing. Preliminary results are not yet available. The physician has been contacted in order to receive more information on the event, device, and patient details. Further investigation is being conducted and will be included in the final report. Cbas®heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.